Manufacturer narrative:
(B)(4). Date sent: 02/24/2020. Additional information was requested, and the following was obtained: 1. Can you please clarify "the stapler (t40l1x) was cut the blow but the staple not completed sew up." The stapler was cut on the intestine, but the staple line was not completely sealed. 2. Was the staple line incomplete (missing staples)? Or were staples not in b-formation (unformed, malformed)? N/a.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, the stapler (t40l1x) cut "the blow" (the bowel) but the "staple not completed sew up." The surgery was delayed by 40-60 minutes and they used suture to repair the bowel. The surgery was successfully completed and there was no patient consequence.